Event description:
Patient developed abdominal pain and rectal bleeding within hours of screening colonoscopy and was admitted to hospital. Pain and bleeding probable result of glutaraldehyde exposure causing glutaraldehyde colitis. Disinfectant hosing to endoscope was found to be cracked and split. Appears hosing was rubbing against the metal fitting. New additional tubing inspection was added to the disinfection process.